Event description:
A report was received that the patient underwent an explant due to an infection. The patient's midline incision came open. The physician does not feel the infection was device or procedure related. The patient was given oral antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm. The explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg and paddle lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.